Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the electrode belt therapy electrodes were non-functional. The trunk cable was intermittent due to damaged pulse wires. The root cause for damaged trunk cable could not be positively identified. No adverse event resulted from the damaged belt.